Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming when the patient was found was not confirmed. The submitted log files contained approximately 3 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamps). The data in the log files did not indicate any issues with the system controller. The provided information indicated that the patient was found down with the controller alarming the day after being discharged, log files were collected prior to being discharged. No additional log files were downloaded after the patient was found. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27oct2015. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate ii patient handbook and heartmate ii instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR: 2916596-2023-05730. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down at home on (B)(6) 2023 with the system controller alarming. The patient was pronounced deceased upon arrival of emergency medical services.